Event description:
It was reported that air was observed. The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). Air was drawn in during the initial insertion of catheter inside the sheath. Many aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed. The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). Air was drawn in during the initial insertion of catheter inside the sheath. Many aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.